Event description:
It was observed that during the device evaluation, the video system center exhibited no image because the video connector socket was worn out, the endoscope cable could not be connected securely. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process and the device evaluation found that the front panel was chipped and the stud bolt was damaged and needing replacement, the battery had exceeded its life expectancy leading to an inaccurate time display, the software version to be updated. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed because it cannot be connected properly due to wear on the video connector socket. Olympus will continue to monitor field performance for this device.